Event description:
A call was received through technical services reporting that the patient suffered syncope and near syncope and had 2-4 second pauses, which correlated with his symptoms. Upon interrogation, the 'device checked out fine'. It was further reported that there was varying lead impedance. It could not be determined if the pauses and patient symptoms were due to a device problem or a lead fracture, so both were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model. Evaluation summary: no anomalies found.